Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recp2286 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing the catheter prior to catheter placement on (B)(6) 2019, a hole was found with the catheter, from which water was leaking. The packaging was confirmed to be intact before the packaging was opened.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the source of the damage could not be determined. One 4 fr groshong nxt catheter was returned for investigation. Two additional photo samples were also returned and appeared to correspond with the returned sample. External damage was observed on the catheter at the distal end, 5 cm, 7 cm, 13 cm, 21 cm, 37 cm, 49 cm depth markers. The kit packaging was returned opened and contained product information lot: recp2286. No apparent damage on the tray sealing area was observed. A microscopic observation of the catheter revealed it to appear shredded with multiple cuts along the catheter length. The catheter shaft appears to have been exposed to sharp instrument damage; however, the source which caused the multiple cuts and tears remains unknown. Reynosa evaluation complaint due to ¿hole was found causing leakage¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and evaluation performed by vad field assurance the following was concluded: serious damage along the entire catheter was found but the source which caused the multiple cuts and tears could not be determined. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown. A lot history review (lhr) of recp2286 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing the catheter prior to catheter placement on (B)(6) 2019, a hole was found with the catheter, from which water was leaking. The packaging was confirmed to be intact before the packaging was opened.